Manufacturer narrative:
Investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9330099, cat. No. 320559. Visual examination and a functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that 2 pen ndl 32g 4mm pro experienced cannulas that broke off. The following information was provided by the initial reporter: when I attempted to attach the pen needle to the pen, the needle npe was broken and fell off and could thus not be attached to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm pro experienced cannulas that broke off. The following information was provided by the initial reporter: when I attempted to attach the pen needle to the pen, the needle npe was broken and fell off and could thus not be attached to the pen.